Manufacturer narrative:
Additional information has been requested. Unable to provide the manufacturer, PMA/510k number and/or the manufacture date as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be completed.

Event description:
Patient status post click-x construct implantation level l5-s1 returned to surgeon. Patient complained she could feel the hardware. An x-ray showed patient developed adjacent level disease and surgeon noted the construct was healed and fused; hardware was removed, 4 screws 4 caps and 2 rods. Surgeon noted the construct was intact and functioned as intended.